Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep calibrated the camera stops as a precautionary measure. System operates as intended.

Event description:
Customer reported the system locked up while rotating image. No pt injury was reported.